Event description:
It was reported that the 9800 system had a pre-charge error, a communication error, and would intermittently lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard dr, single board computer, and the batteries were replaced during the service call. The system was tested and found to be working as intended, and put back into service.